Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during drain 1 of 4. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were empty. The tsr referred the hp to their registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was not provided, so no batch review or device evaluation could be performed.